Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing that caused false episode being recorded. The noise was reproducible with isometrics. No intervention or programming changes were performed. The patient had no consequences.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing of noise. Review of device data revealed stored inappropriate atrial tachy response (atr) episodes due to oversensing. The noise was reproducible with isometrics, all other lead measurement were within normal limits. No intervention or programming changes were performed, the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
B5 was corrected to include more details.